Event description:
Bard prostate biopsy gun failed to fire and accept tissue sample. 2nd gun opened with same results. 3rd gun opened and functioned. 1st gun ref #-mc1825, lot#- reku3662; 2nd gun ref # mc1825m, lot # reku1242. Supply chain notified. Insertion and reinsertion of the biopsy gun to the patient. Extended time under anesthesia due to faulty equipment. Pt code: 4582. Device codes: 2610, 2533. Reference report: mw5177096.